Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that while the patient was being supported with v-a ECMO+impella there was bleeding from the impella access site. As a result, the patient was administered red blood cells, fresh frozen plasma and palette count, amount was not provided. The patient's condition improved after blood products were administered. Cardiac function significantly improved, and no further support was required.